Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in the fluid path of a blood/solution set. Further described as a hair inside the tubing. This was observed in an unpacked set, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation along with a photograph of the device. Visual inspection of both the actual device and photograph did not identify any abnormalities that could have contributed to the reported condition; no hair was present inside the fluid path (within the tube) or inside the closed pouch. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.